Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was noted that reprocessing was performed according to rki standards but the steps performed to reprocess the device were not provided. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unclear if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope additional flushing channel was blocked. The device was returned for evaluation. During the device evaluation, a foreign material issue was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the circuit board was dirty. The system displayed an e216 (scope communication error). Due to the clogging of the jet tube, normal water supply was not performed. The image guide protector had foreign material; the plastic distal end cover had foreign material; the nozzle had foreign material (between the plastic distal end cover and nozzle); the light guide lens was corroded; the bending section cover adhesive contained foreign material; the connecting tube was wrinkled and had foreign material, the protector of the universal cord on control section had foreign material. The air/water cylinder and the suction cylinder had no color, and the circuit board unit in the suction connector was dirty due to water leakage. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.